Manufacturer narrative:
The case was a 2-level l4/5 and l5/s1 fusion both with endoskeleton® to cages. The cage at l4/5 was identified to have migrated posteriorly approximately 1 month after the initial procedure. On (B)(6) 2019, the cage was successfully re-seated in the disc space by impaction and additional compression was provided by making adjustments to the supplemental fixation (rods). Exact cause of migration could not be determined. Device history records were reviewed, showing that there were no issues related to the manufacture of the device and all specifications were met.

Event description:
At a follow-up with a patient who received an endoskeleton® to implant on (B)(6) 2019 (date of original surgery), it was identified that the cage migrated outside the disc space.